Event description:
During a coronary drug eluting stenting procedure, a stent embolization occurred. The lesion being treated was located in the right coronary artery. The physician implanted a taxus express2 3.50x20mm drug eluting stent. After the procedure, the films showed there was no stent came out when removing the guide catheter. The delivery device was disposed and it was not verified that the stent was also in the garbage. The procedure was completed with a new taxus express2 3.5x20mm stent with no patient complications reported.